Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 578 mg/dl with large ketones. The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed, and the pump functioned as intended. During troubleshooting with tandem technical support, it was found that the pump date and time was inaccurate. Reportedly, the customer may have initially set the pump date and time incorrectly. Customer adjusted the time to be accurate. Recommendation was made to discuss diabetes management with customer's health care professional. Customer addressed elevated bg levels with manual injections. Reportedly, customer's large ketone level has resolved.